Event description:
It was reported that the patient presented during implant procedure. During procedure, it was noted that the right ventricular was difficult to fixate an exhibited unspecific capture anomaly. The reported lead was not installed and the procedure was completed with an alternative lead on (B)(6) 2023. The patient was in stable condition.